Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator was interrogated and undersensing was noted on the right atrial (ra) lead. The ra lead is scheduled to be reprogrammed and remains in use, no patient complications have been reported as a result of this event.